Event description:
Add'l info rec'd from MFR 11/15/01: no sample or lot number/date code info was provided. A review of the mfg process showed no potential causes for this failure mode. The risk manager of the reporting facility indicated it was standard practice to insert the catheter all the way to the bifurcation, inflate the balloon and then pull back on the catheter until it stopped. This is the only possible reason for the catheter knotting. Once the catheter tip reaches the bladder wall and insertion force continues to be applied, the catheter must go somewhere. It is feasible to conclude that the catheter tip curled upon itself after reaching the bladder wall and upon inflation of the balloon and pulling back on the catheter until it stopped, tied itself into the knot. Device is being retained by the hosp.

Event description:
# 16 f 5cc foley catheter was inserted while pt was in the emergency department. After inpatient admission, it was noted that urine was leaking around the catheter and there was little urine in the collection bag. Nursing attempted to deflate the balloon without success. A urologist was consulted. He palpated a knot in the foley catheter during a vaginal exam. He removed the foley catheter with gentle traction "without too much" difficulty. Pt then had spontaneous urination with several 100cc's of clear urine. The urologist's impression was "urinary retention secondary to malfunctioning foley catheter tied in a complete knot."